Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) remotely walk customer through troubleshooting and fixing malfunction. Further, follow up has been completed with fse to get the resolution but there was no response received, if any new info received will reopen the complaint. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.